Manufacturer narrative:
The meter has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there were error 1 messages. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up # 1 date of submission 04/26/2016-device evaluation: the meter remote has been returned and evaluated by product analysis on 04/22/2016 with the following findings: animas has conducted a review of the device history record for this meter remote and confirmed that it was operating within required specifications at the time of release. During testing, the meter remote was powered on and immediately emitted an error 1 with sub code 8 for a records organization problem. The complaint was duplicated. The meter remote could not be paired with a test pump due to the error. Investigation revealed a system data corruption.